Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post shoulder surgery that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing noted on stored electrograms (egm). The rv lead also exhibited a polarity switch and low impedance. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.